Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. Correction: ((B)(6) is the correct number for this complaint) additional information was received that the patient had been vaguely ill for approximately one week prior to admission, including chills and fever. The neurologist felt the patient's CT findings were highly suspicious for an embolic stroke which converted to hemorrhagic and suggested looking for an infection. Blood cultures were drawn on (B)(6) 2015 that were positive for negative staphylococcus on (B)(6) 2015 and progressed to streptococcus viridians by (B)(6) 2015. The patient was treated with antibiotics. An echocardiogram was performed and revealed ejection fraction 10-15% with no thrombus or vegetation seen. A chest x-ray revealed no new pulmonary opacities since prior exam in (B)(6) 2015. Sputum and urine cultures were negative. Driveline culture was positive for corynebacterium but this was ongoing (reported in ae 101). The patient did spike a fever on (B)(6) 2015 but otherwise was afebrile. The source of the bacteria was never determined. However, the principal investigator indicated the infection was related to patient condition and not related to the vad. The patient continued to improve and was discharged to rehab on (B)(6) 2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported events. Clinical factors that may have contributed to the reported event include the patient's therapeutic use of anticoagulant and antiplatelet medications. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had a witnessed seizure at home on (B)(6) 2015. Ems was called. In transport to the hospital, the patient had two additional seizures. Upon arrival to the hospital, the patient had no focal weakness and no facial droop. A head CT revealed a frontal lobe intraparenchymal bleed. The patient became combative and had altered mental status and was intubated for protection (no respiratory distress). The patient was admitted to the intensive care unit for close monitoring. The patient self-extubated on (B)(6) 2015 and did not require re-intubation. Vital signs were stable. The study investigator indicated the event is related to the patient's condition and is not related to the device. The event is resolved and the device remains in use. No further patient complications have been reported as a result of this event.